Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that two basal bolus infusor devices were leaking from the connection of the luer adaptor and the blue winged cap after filling. This is report number 1 of 2. The devices had been filled with a solution of 2 milliliters droperidol, 280 milliliters ropivacaine hydrochloride hydrate, and 14 milliliters fentanyl citrate when the leaks were observed. There was no patient injury or medical intervention reported. No additional information is available at this time.